Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips was informed that during a procedure, the reference monitor mounted on the philips ceiling crane was arcing and emitting smoke. The customer turned off system immediately and patient was transferred to another cathlab on a different floor. The patient died on route. Philips did not receive further details about the patient at this moment.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected by philips, the patient was being treated of a ruptured abdominal aortic aneurysm (aaa) and was already on the table but the procedure was not yet started. When the customer noticed smoke and sparks at the back of the 18¿ monitor, the patient was transferred to another room. According to the information collected, the transfer took about 5 minutes. The monitor was replaced and returned to philips. The returned monitor was analyzed by philips and a failure with the 230 v power supply was confirmed. No signs of fire damage were noticed. The 18¿ monitor conforms with iec 60601-1 clause 43 fire prevention - monitor contains an inner metal chassis, and with iec60601-1 clause 21 mechanical strength ¿ the outer plastic enclosures and critical internal components conform to ul 94 v0/2 flammability ratings. Based on the information collected and our examination of the monitor, philips cannot rule out that the malfunction of the monitor may indirectly have contributed to the outcome for the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected by philips, the patient was being treated of a ruptured abdominal aortic aneurysm (aaa) and was already on the table but the procedure was not yet started. When the customer noticed smoke and sparks at the back of the 18" monitor, the patient was transferred to another room. According to the information collected, the transfer took about 5 minutes. The monitor was replaced and returned to philips. The returned monitor was analyzed by philips and a failure with the 230 v power supply was confirmed. No signs of fire damage were noticed. The 18" monitor conforms with iec 60601-1 clause 43 fire prevention - monitor contains an inner metal chassis, and with iec60601-1 clause 21 mechanical strength - the outer plastic enclosures and critical internal components conform to ul 94 v0/2 flammability ratings. Based on the information collected and our examination of the monitor, philips cannot rule out that the malfunction of the monitor may indirectly have contributed to the outcome for the patient.